Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One osseotite® tapered certain® implant 3.25 x 11.5mm (xifnt3211) and one osseotite® tapered certain® implant 3.25 x 10mm (xifnt3210) were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was perform using applicable instruction for use, risk files and other available information. Device history record (DHR) review for the lots (2012080127 & 2012070998) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2012080127 & 2012070998) for similar events (complaint category keywords: functional: fracture: implant) and 2 other complaints were identified). Therefore, based on the available information, device malfunction and the reported event could not be verified since the products were not returned. H3 other text : product not returned

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Unique identifier (UDI) number unknown / not provided.

Event description:
Doctor reported implant fracture.